Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed and had a blank display. The customer reported that she went in to her pool with her insulin pump. The customer stated that there was nothing on the screen and the screen was black. The customer reported high blood glucose levels of 13 mmol/l. The customer stated that the doctor hasn not figured out basal. The customer treated with insulin pump. Troubleshooting was performed. The customer was advised to disconnect from the insulin pump. The customer reported that the display was blank. The customer stated that the display did not return after pump restart. The customer was advised to revert to back up plan per health care professional. Product is not expected to return.

Manufacturer narrative:
Device received with blank white display due to corroded electronic assemblies. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly.